Event description:
Approximately 12 months post0implant, this device extruded from the cochlea into the pt's mastoid cavity, which then became infected. The device was explanted in 2004 and the pt's infection resolved with medical treatment.